Event description:
It was reported that the jaws of the applier were misaligned so the user had difficulty ligating tissues in the patient. No clips fell/remained in the patient and no patient injury occurred.

Manufacturer narrative:
(B)(4). Per information submitted from customer the ohr for the alleged device was reviewed and found completely without any irregularities. This instrument was produced at the tecomet inc. (B)(6) facility as part of a 50 pc. Lot in march of 2019. This device has not been returned for review and evaluation therefore we are unable to determine how the jaws became misaligned or validate this complaint. All 50 instruments from this lot were 100% visually inspected and function tested prior to shipment to customer as this is a standardized procedure at this facility for this product line.

Manufacturer narrative:
Qn#(B)(4). The DHR for the returned instrument was reviewed and found completely without any irregularities. This instrument was produced at the tecomet , inc. Kenosha wi facility as part of a 50 pc. Lot in (B)(6)2019. Evaluation of the returned device shows that the jaws are slightly loose and misaligned to each other in the closed position and the jaw pivot pin is slightly pushed into the outer tube assembly. It was also noted that the knob rotation mechanism felt dry and sluggish signifying that this instrument is in need of proper lubrication. We are unable to determine what caused the jaws to be loose and misaligned and for the jaw pivot pin to be slightly pushed into the outer tube assembly but mishandling of this device at the end user's facility is suspected. All 50 instruments from this lot were 100% visually inspected and function tested prior to shipment to customer as this is a standardized procedure at this facility for this product line.

Event description:
It was reported that the jaws of the applier were misaligned so the user had difficulty ligating tissues in the patient. No clips fell/remained in the patient and no patient injury occurred.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the jaws of the applier were misaligned so the user had difficulty ligating tissues in the patient. No clips fell/remained in the patient and no patient injury occurred.